Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.